Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient was revised to address a loose, malpositioned cup with a broken screw. Metal tissue staining was also reported. Update in addition to what was previously reported, it is now alleged that the patient suffers from pain, difficulty ambulating, popping noise, and metallosis. Update in addition to what was previously alleged. Ppf alleges elevated metal ions. Doi: (B)(6) 2006 - dor: (B)(6) 2010, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.